Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that fault code 1003 was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level at explant 3.11 volts was sufficient to ensure therapy availability/delivery while the device was implanted. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. A normal current drain was observed within the circuitry. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
Boston scientific received information that this device was recently emitting tones and displayed a fault code of 1003. Boston scientific engineers were consulted and stated that the fault code is due to low voltages being declared due to three daily voltages being below the threshold of 3.025 volts. The device hardware is not detecting the loss of battery energy and not reflecting the depletion conditions, and thus, is inaccurate which is the reason for the fault. Since this device is malfunctioning, it is recommended to be replaced immediately. The device remains implanted at this time. To date, no adverse patient effects have been reported. To date, no adverse patient effects have been reported.

Event description:
Additional information became available that this device was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.